Manufacturer narrative:
Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges friction and wear between cobalt and chromium metal head and liner caused large amounts of toxic cobalt-chromium metal ions to be released in plaintiff's blood, tissue and bone surrounding the implant. Plaintiff also alleges severe pain, discomfort and inflammation in and around the implant. Doi: (B)(6) 2009 ; dor: (B)(6) 2017; (right hip).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, pfs alleges physical injuries, pain, soreness, difficulty walking, sitting, standing, grinding sensation, popping, dislocation, swelling, stiffness and elevated cobalt and chromium metal ions. After review of medical records for MDR reportability, the patient was revised to address painful bilateral metal on metal hips and elevated metal ions. Bilateral acetabular liner and femoral head revision were performed. Operative notes reported a scant amount of joint fluid is present. Clinical visit also reported fall. Lab result metal ions are above 7 ppb. Doi: (B)(6) 2009; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Event description:
Ppf alleges metal wear/metallosis.